Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus bl 22ga x 1.00in prn tubing was defective damaged extension tube burst while in use in CT room, defective product could not be returned, claim needed, complaint response letter needed, complaint receipt letter needed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review -1 the batch number of the complained product is 3353288, is 22g and product code is 383931, produced on 2024/01, with a total of (B)(4) in this batch -2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality -3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products 2. The customer did not return any samples or photos, can not confirm the specific defect status of the product 3. Take the retained sample of this batch for 300psi burst test, and no abnormality was found. 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. 5. Sku (B)(4) is pegasus device pvc extension tubing, the intended use for the bd pegasus device is the intravascular administration of fluids, CT injection is high-pressure injection, use this product with power injectors will cause catheter leakage or product damage. The instructions for use warn this. 6.for the market demand, bd plant specially manufacture pegasus plus devices for power injectors. The code is 383730,383737. In summary, no abnormality is found on process and the retained sample. Sku (B)(4) is pegasus device pvc extension tubing, the intended use for the bd pegasus device is the intravascular administration of fluids. CT injection is high-pressure injection, use of this product with power injectors will cause catheter leakage or product damage. Therefore, the complaint cannot be confirmed to be related to product quality.